Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and brown particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "mammary shape change developed after lactation," "discomfort in mammary," and "implant integrity loss." The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was mammary shape change developed after lactation, discomfort in mammary, and implant integrity loss as per ultrasound. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "mammary shape change developed after lactation," "discomfort in mammary," and "implant integrity loss." The device was explanted.